Manufacturer narrative:
(B)(4). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instruments were received in broken condition for surgery. Another instrument was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: the reported event was confirmed as the product was returned and examination determined that the tasp shows nicks and gouges. Additionally, the anterior section of the post feature has been fractured off. Not all pieces were returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.